Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted barlow's valve. The first clip was successfully deployed. Then a second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, it was observed that the clip had captured part of the chordae. Additional treatment was not performed. Two clips were implanted reducing mr to 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a cause for the reported foreign body in patient could not be determined. The reported patient effect of foreign body in patient as listed in the mitraclip ntr/xtr instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.